Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred.the eccentric and mildly calcified target lesion was located in the moderately tortuous left anterior descending (lad). Predilation was performed. After deployment of the 3.0x38mm promus element stent, while using the post-dilation balloon the stent got deformed in the proximal end. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).